Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2013-23111 and 1627487-22013-23112. It was reported the patient indicated the stimulation from her scs system caused her to feel light headed and dizzy. Subsequently, the patient had her system explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.